Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label per the tandem user guide. Customer performed a supply change to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.